Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; although specific value was not provided. Cause was not known. Reportedly, the customers grandmother, grandfather, mother, and school nurse assisted the customer by helping to deliver a correction bolus via the pump and providing water. Customer continued to use the pump for insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.